Event description:
A report was received from poland stating the following: "attempting to repair a ventilator. The camera was dismantled and taken to the site for further repairs. The camera malfunctioning." Additional information indicates the patient was not undergoing a procedure and there was no patient involvement when the problem occurred and "the device shuts down." Multiple attempts to obtain additional information have been made; however, no additional information has been made available at this time.

Manufacturer narrative:
Review of the service history record (shr) indicates the device was serviced for a graphical user interface (gui) issue on (B)(4) 2014. The device reportedly "shut down" on (B)(4) 2014. Attempts were made to repair the device on (B)(4) 2014. The device was "dismantled and take out of service for further repair." Multiple attempts have been made to obtain additional information. Should additional information become available, a supplemental report will be filed. (B)(4).